Manufacturer narrative:
Sample inspection: the source pump module was received from service with instrument seal broken. Both iuis were observed to be in good condition. Internal inspection observed no anomalies with any of the mechanical components or electrical components. The bezel assembly date code was observed to be august 2019. Log analysis results: no errors or malfunctions recorded in the error log related to calibration. Customer alleged no patient involvement occurred therefore only review of the error logs was performed. Test results: asm testing of the source pump module observed the device failing rate calibration task. After replacing the source bezel assembly, the pump module passed rate calibration task in asm. Testing was able to isolate the rate calibration failure to the source pump module¿s camshaft assembly. The customers camshaft assembly along with a known good camshaft assembly were forwarded for engineering assessment. Metrology determined the results were inconclusive. Device history review: a review of the device history record showed the device had a manufacture date of 11/06/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The probable cause of the customer¿s report of device failing to calibrate rate was determined to be result of a marginal camshaft assembly. Metrology engineering assessment of the camshaft assembly determined that the results were inconclusive in determining a root cause. The customers reported issue of the device failing to calibrate was confirmed on the returned pump module. No errors or malfunctions recorded in the error log related to calibration. Asm testing of the source pump module observed the device failing rate calibration task and could not be calibrated. After replacing the source bezel assembly, the pump module passed rate calibration task.

Event description:
It was reported that the device fails rate calibration. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device fails rate calibration. There was no patient involvement.